Manufacturer narrative:
Concomitant medical products: boston scientific alliance inflation device. Investigation evaluation: our laboratory evaluation of the product said to be involved determined that the catheter was broken. The pre-loaded wire guide was included in the return of the device. A functional test could not be performed due to the condition of the returned device. A visual examination of the catheter showed that the catheter is broken at approximately 152.7 cm from the distal end. The balloon was returned in the original sheath; it did not show any signs of damage. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. There were no nonconformances documented for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter can occur if the device experiences excessive pressure during general handling. The instructions for use direct the user: "maintain balloon deflation with negative pressure and introduce into endoscope accessory channel, advancing in short increments until balloon is completely visualized endoscopically." This activity will aid in device preservation. Prior to distribution, all hercules 3 stage wireguided balloons esophageal-pyloric-colonic are subjected to a visual examination to ensure device integrity. There were no nonconformances documented for the lot number said to be involved. A discrepancy or anomaly was not observed with the product that was released for distribution. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic (hbd-w-10-11-12). The user advanced the endoscope to just before the stenosed lesion and inserted the balloon into the endoscope. Then, he attempted to advance the wire guide; however, it would not [advance]. The balloon was removed from the patient's body and it was confirmed that the shaft of the balloon was bent. The wire guide was removed from the balloon, and it was confirmed that the wire guide was also bent. Another hbd-w-10-11-12 device was used instead to complete the procedure. There have been no adverse effects to the patient reported. There was no reportable information at this time. The device was received for evaluation on 05/08/2018. It was noted that the blue catheter was broken.